Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.

Event description:
Information received indicates during a preventive maintenance check, the technician found the ground resistance reading was out of the normal range.